Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet system, with connection only failing on the ilet while pairing steps were attempted, consistent with an intermittent communication failure involving the device¿s electrical and magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the devices alongside intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.